Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was contacted for follow up. The customer's husband answered and stated that the pump is working fine now, and no troubleshooting is necessary as the issues were resolved after the previous call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was reported to be 650mg/dl. The customer was reported to be stabilized, and their levels went down to 168mg/dl. Troubleshoot was reported to be conducted. Multiple no delivery alarms were noted. It was reported that the customer is being sent out tubing clamps to continue testing.